Event description:
It was reported that during a pci procedure, the device failed to inflate. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. Per photographic evidence provided by the customer, the failure was observed. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.